Event description:
A site representative reported that the surgeon was unable to get tracer registration to pass after 7-8 attempts. They had tried adjusting the emitter and rebooting the system. The surgeon was still unsuccessful in getting the tracer registration to pass. Medtronic technical services representative on the phone walked an attending rn through the pointmerge registration technique. The rn said that the predicted error value was 2.7mm and that when the surgeon checked accuracy on anatomical landmarks navigation appeared accurate. However, when the surgeon switched to using the straight shot micro-debrider instrument he alleged navigation was 4-5 mm inaccurate. The surgeon also checked accuracy with the straight suction and alleged the same amount of inaccuracy. There was a fifty minute delay to surgery. Surgeon decided to cancel the case and navigation was discontinued.

Manufacturer narrative:
A medtronic representative went to the account on (B)(6) 2013 and successfully completed a registration with a demo model head on the first try. He checked the scan used during the reported incident and it appeared to be a good quality and within the parameters of medtronic navigation, inc. Imaging protocol. Then he spoke with the staff who were in the room and could not find a way to recreate the registration failures they had experienced. No parts or files have been received by the manufacturer for evaluation. The system has been used successfully numerous times since reported issue occurred. Unable to replicate issue or determine root cause.